Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated the subject device and found as follows; the basket wire was broken off at the junction of the operation pipe. The basket wire was deformed. The operation pipe was not returned to omsc. There was no abnormality in the welding condition of the junction between the operation pipe and the operating wire. As a measurement result of the outer diameter of the operating wire, there was no abnormality. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that during crushing the calculus, a larger load than durability strength of the product was applied due to the factors such as size, hardness, and shape of the calculus. As a result, the basket wire might be broken off. The above device handling has warned in the instruction manual as follows. *this instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a lithotrity of common bile duct(cbd) stone, the subject device was used. It was reported that the lithotripter basket snapped during a cbd stone removal procedure. The user had to remove the basket using the emergency lithotriptor. The intended procedure was completed with the subject device. There was no patient injury reported. No further information was provided.